Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the buttons had to be pressed multiple times in order to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2013 with the following findings:no damage was observed to the pump keypad cover. During testing, all of the keypad buttons were intermittently unresponsive and required multiple presses to engage. The down arrow keypad button was difficult to press and required additional force to elicit a response. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the pump was powered on and the display screen appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned properly. Additionally, a crack was found along the battery compartment, but there was no evidence of moisture damage.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.